Event description:
Rptr states that two pt's experienced breakage of insulin syringes in the home setting. Both pts give their own insulin. For pt one, the syringe separted from the hub and remained in the pt. She was able to pull the needle out completely. The other pt reported that the needle broke off at the rubber plunger tip. Both needles were from the same lot. No injuries resulted, however the rptr felt that the potential for injury was reportable.

Event description:
Rptr states that two pts experienced breakage of insulin syringes in the home setting. Both pts give their own insulin. For pt one, the syringe separated from the hub and remained in the pt. She was able to pull the needle out completely. The other pt reported that the needle broke off at the rubber plunger tip. Both needles were from the same lot. No injuries resulted, however the rptr felt that the potential for injury was reportable.